Event description:
It was reported that while a pt on a gurney was being positioned for a procedure, the c-arm allegedly traveled downward. The lower limit switch stopped the travel. The image receptor allegedly was bent approximately 15 degrees on the gurney. No injury was reported.